Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. A new cartridge was successfully filled and loaded onto the pump. Customer's blood glucose level was 140 mg/dl.